Manufacturer narrative:
Product event summary: analysis confirmed the printer was delayed and skipping due to sluggish performance; hard drive was reconfigured and software reloaded/updated to resolve printer issue. Analysis could not confirm the reported stylus issue, no stylus anomalies found.

Event description:
It was reported the printer is delayed and skipping. It was also reported the stylus pen is not working properly, not clicking and not holding down during tests. The programmer was returned for repair. No patient complications have been reported as a result ofthis event.